Event description:
It was reported that before a patient underwent an atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter, a small effusion was noticed. After the case was finished, patient blood pressure dropped and a larger pericardial effusion was noted. A pericardiocentesis was performed. The patient required two days observation and fully recovered. The physician¿s opinion regarding the cause of this adverse event is that this was due to patient's anatomy. Settings during the event include: power control mode, posterior burns were performed at 30w and anterior burns were performed at 40w. Temperature during ablation at 25 c°. Impedance throughout the case was running between 110-130 ohms.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot # 16054744l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: stockert 70 rf generator us catalog # s7001 serial # (B)(4). Product: coolflow® irrigation pump us catalog # cfp002 serial # (B)(4). Product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: lasso® nav eco variable catheter, us catalog # d134301, lot # 15999263l. Product: soundstar® 3d diagnostic ultrasound catheter, us catalog # sndstr10, lot # 10846835000139. Product: webster® cs catheter with ez steer¿ technology and auto ID, us catalog # bd710df282ct, lot # 16089312m. (B)(4).

Manufacturer narrative:
Manufacturer's reference # (B)(4) it was reported that before a patient underwent an atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter, a small effusion was noticed. After the case was finished, patient blood pressure dropped and a larger pericardial effusion was noted. A pericardiocentesis was performed. The patient required two days observation and fully recovered. The physician¿s opinion regarding the cause of this adverse event is that this was due to patient's anatomy. Settings during the event include: power control mode, posterior burns were performed at 30w and anterior burns were performed at 40w. Temperature during ablation at 25 c°. Impedance throughout the case was running between 110-130 ohms. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter biosensor coils were evaluated and data demonstrates that catheter was properly calibrated during manufacturing. Catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.